Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issues of the major play in the knob and the low angulation were confirmed. The issue of the play in the elevator was not confirmed. Due to wear of the angle wire, the bending angle in the up/down/right/left directions did not meet the standard value and the play of the up/down/right/left knobs was out of the standard value. The bending section cover was dirty, and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during the procedure, the duodenovideoscope had major free play in the knob, low angulation, and play in the elevator. No patient injury reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Event description:
It was further reported that the intended procedure was completed using the same device. The device was inspected before it was used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the user facility (see b5) and to document the legal manufacturer's final investigation. The user facility reported that the subject device reprocessed according to the instructions in the manufacturer¿s instructions for use (IFU). The end-user stated that there was no delay in the pre-cleaning step. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign material which adhered to forceps elevator was not identified and a definitive root cause was not established. However, it is probable that the foreign substance was not removed during reprocessing. Olympus will continue to monitor field performance for this device.